Event description:
Olympus medical systems corp. (Omsc) was informed that during the inspection at our factory, it was found a sign of insufficient or incorrect reprocessing the subject device with clogging the air/water nozzle of the subject device (the user may have used the poor reprocessing subject device for next procedure). The subject device had been returned to our factory for repair of the water flow malfunction of the air/water nozzle. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was inspected at omsc factory. It was confirmed that there was a sign of insufficient or incorrect reprocessing the subject device with clogging the foreign object in the air/water nozzle. The subject device is currently undergoing investigation at our factory. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was investigated at the manufacturing site and found followings; [investigation results] -it was confirmed the reported phenomenon which the air/water flow was not sufficient, and the air/water nozzle of the subject device was clogged with the foreign material. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. [Conclusion]: the root cause of the reported phenomenon was not be identified. [Consideration]. It was confirmed the reported phenomenon. And it was also confirmed that the nozzle was clogged with black foreign material. The foreign material was judged to be a piece of silicone rubber. Since significant scraping was confirmed on the silicon rubber parts attached to the air/water supply connector of the injection tube (mh-946) that was sent together from the user, it was highly possible that the scraped rubber pieces invaded the channel and became clogged. If additional information becomes available, this report will be supplemented.